Event description:
Boston scientific received information that this pacemaker was electively replaced due to an advisory issued on this model device. Boston scientific received new information that this device was part of a legal action. A representative for this patient asserted an unspecified serious injury occurred as a result of device malfunction. Boston scientific has no specific information as to whether there were any adverse patient effects. The device was placed on legal hold.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, preliminary analysis noted no device anomalies. The device was then placed on hold due to pending litigation. Recently, the legal case was settled and the device was forwarded for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.